Event description:
It was reported the stimulation could not be adjusted. After device troubleshooting, the stimulation could be increased. There was also stimulation in the wrong location following "strenuous" activity or exercise. The pt had been doing "more" arm and bike exercises lately. The stimulation was supposed to be on the pt's left arm, but the stimulation was on the pt's right arm. The pt had right arm pain and the stimulation that was felt in the right arm was controlling this pain. Per the reporter, the pt's left arm pain was not as "bad" lately. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.